Event description:
A healthcare professional (hcp) reported that they have had extensions that failed. It was stated that they lost a non-active contact on an implantable pulse generator (ipg) case on the month prior to date notified, and lost another active contact during an ipg replacement on date notified. It was also mentioned that there were faulty impedances that occurred.